Manufacturer narrative:
Per the customer, the patient weight is not available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was over-delivering tidal volume during a case. There was no report of patient injury.